Manufacturer narrative:
Customer refused service.

Event description:
It was reported to philips that the device experienced an unspecified self-test failure. The customer originally requested assistance from a philips remote service engineer (rse). However, upon follow up with the customer troubleshooting was not completed and service for the unit was declined. Additional information was not provided and, as such, a definitive cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an unspecified self-test failure.